Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Brand name, common device name, lot #, part #, UDI #, 510k: this report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
Litigation alleges personal injuries, swelling, severe and persistent pain, discomfort, instability and difficulty ambulating caused by aseptic loosening or more specifically ¿typical de-bonding¿ of the defective tibial baseplate at implant to cement interface. Cement manufacturer is unknown. Doi: (B)(6) 2017 dor: (B)(6) 2018; right knee.